Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation and stent embolism). Patients condition affected effectiveness of device (severe tortuosity and severe calcification). Deformation problem. (Device not returned for evaluation) conclusion code results. Inherent risk of procedure (failure to deliver stent, stent deformation and stent embolism). Device failure/lack of effectiveness related to patient condition (severe tortuosity and severe calcification). Unable to confirm complaint (device or procedural images not provided for review).

Event description:
Physician attempted to deploy an integrity bare metal stent. Target lesion was in the distal right coronary artery. Lesion had severe tortuosity and severe calcification. Resistance was experienced when advancing the device and device was unable to cross the lesion. The device was removed and the lesion was ballooned with a sprinter. Another attempt was made to deliver the stent but stent was unable to cross. During removal the stent struts flared and got stuck on the end of the guide catheter. The stent dislodged while trying to pull the stent back into the sheath. The stent remains in the radial artery undeployed. Device was inspected prior to use with no issues noted. There is no further patient injury and no additional clinical sequelae were reported.